Event description:
Related manufacturer reference number: 2017865-2023-51803. It was reported that a patient presented for a generator change procedure. The physician alleged that the device battery had depleted prematurely. During the procedure, the right ventricular lead was found to have an insulaton breach. No electrical anomalies were reported. He device and lead were both explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was within longevity based on the device usage.